Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the backlight inverter printed circuit board (pcb), and backlight inverter cable, which resolved the issue. The unit passed all tests, calibrations, and operated within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator display went blank. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.